Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated it was unknown what the cause of the issue was because they are still having issues with oab. Maybe it is the program settings, lead wire came out of place, sleep apnea etc. They stated interstim implant was on (B)(6) 2021 - post op appointment was (B)(6) 2021 and another follow up appointment on (B)(6) 2021 with the urology pa. They told them they weren't getting much results from interstim especially at night. They said to keep adjusting device and see if they can find a working number. They were told to give it another 3 months, come back and let them know if any better. Next appointment was on (B)(6) 2022. They stated they have not received the relief from their oab that they thought they would since having the interstim implant. They are still wearing pads, no restful sleep from getting up to pee at night. They stated the issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient mentioned they had the implanted device, but they had a love hate relationship with it, as if it was not working all the time. They wanted to speak with someone else living with the therapy. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report.